Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted during a procedure performed on (B)(6) 2025. During the procedure, when the stent was advanced into the target location, there was a popping sensation felt during the release. It was found that the inner catheter had separated. In the attempt to remove it, the suture got caught, but it could be removed by distancing the entire endoscope. It was unknown if the procedure was completed. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted during a procedure performed on (B)(6) 2025. During the procedure, when the stent was advanced into the target location, there was a popping sensation felt during the release. It was found that the inner catheter had separated. In the attempt to remove it, the suture got caught, but it could be removed by distancing the entire endoscope. It was unknown if the procedure was completed. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break. Block h11: a flexima biliary stent and delivery system were received for analysis. Visual inspection found the guide catheter broken and detached; and the push catheter suture hole torn. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of catheter guide break. The investigation concluded that the reported event and additional observed damage of push catheter suture hole torn were most likely due to procedural factors as lesion characteristics, handling of the device and the technique used by the physician (force applied). Therefore, a review and analysis of all available information indicated the most probable cause of the events is adverse event related to procedure.